Event description:
It was reported that a device was used during a anterior resection. There was difficulty placing the device across the rectum due to thickness of this tissue. However, the device was fired resulting in a complete staple line. Suture was used to close the opening. The anastomosis was completed using another device. Pt received a diverting colostomy.